Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The electrogram (egm) showed farfield r-wave oversensing (ffos) resulting in inappropriate atrial tachy response (atr) mode switch. Reprogramming was performed to avoid triggering a false alert. The battery longevity is normal and lead measurements are stable. At this time, the device and leads remain in-service. No adverse patient effects were reported.